Event description:
It was reported that this pacemaker system, implanted with another manufacturer's leads, exhibited fluctuating right ventricular (rv) lead impedance and rv threshold measurements with intermittent loss of capture (loc). Rv impedances exhibited abrupt changes from 900 ohms to 400 ohms, and rv threshold measurements doubled and then returned to baseline. Lead testing did not produce any lead noise, however this change in measurements appeared consistent with a known device header to lead contact interaction. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system, implanted with another manufacturer's leads, exhibited fluctuating right ventricular (rv) lead impedance and rv threshold measurements with intermittent loss of capture (loc). Rv impedances exhibited abrupt changes from 900 ohms to 400 ohms, and rv threshold measurements doubled and then returned to baseline. Lead testing did not produce any lead noise, however this change in measurements appeared consistent with a known device header to lead contact interaction. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service at this time. No adverse patient effects were reported. Additional information received reported that this ICD was returned for analysis after it was explanted due to an unspecified "observation/complication." No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. The local area field representative was contacted for additional information to confirm the reason for explant. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system, implanted with another manufacturer's leads, exhibited fluctuating right ventricular (rv) lead impedance and rv threshold measurements with intermittent loss of capture (loc). Rv impedances exhibited abrupt changes from 900 ohms to 400 ohms, and rv threshold measurements doubled and then returned to baseline. Lead testing did not produce any lead noise, however this change in measurements appeared consistent with a known device header to lead contact interaction. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service at this time. No adverse patient effects were reported. Additional information received reported that this ICD was returned for analysis after it was explanted due to an unspecified "observation/complication." No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. -- the local area field representative was contacted for additional information to confirm the reason for explant. At this time, no further information is available. Should additional information become available this report will be updated. Correction to h1: updated to serious injury.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. The local area field representative was contacted for additional information to confirm the reason for explant. At this time, no further information is available. Should additional information become available this report will be updated. Correction to h1: updated to serious injury.

Event description:
It was reported that this pacemaker system, implanted with another manufacturer's leads, exhibited fluctuating right ventricular (rv) lead impedance and rv threshold measurements with intermittent loss of capture (loc). Rv impedances exhibited abrupt changes from 900 ohms to 400 ohms, and rv threshold measurements doubled and then returned to baseline. Lead testing did not produce any lead noise, however this change in measurements appeared consistent with a known device header to lead contact interaction. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service at this time. No adverse patient effects were reported. Additional information received reported that this ICD was returned for analysis after it was explanted due to an unspecified "observation/complication." No additional adverse patient effects were reported. Additional information received reported that this ICD was explanted and replaced due to reaching elective replacement indicator (eri). No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system, implanted with another manufacturer's leads, exhibited fluctuating right ventricular (rv) lead impedance and rv threshold measurements with intermittent loss of capture (loc). Rv impedances exhibited abrupt changes from 900 ohms to 400 ohms, and rv threshold measurements doubled and then returned to baseline. Lead testing did not produce any lead noise, however this change in measurements appeared consistent with a known device header to lead contact interaction. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system, implanted with another manufacturer's leads, exhibited fluctuating right ventricular (rv) lead impedance and rv threshold measurements with intermittent loss of capture (loc). Rv impedances exhibited abrupt changes from 900 ohms to 400 ohms, and rv threshold measurements doubled and then returned to baseline. Lead testing did not produce any lead noise, however this change in measurements appeared consistent with a known device header to lead contact interaction. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service at this time. No adverse patient effects were reported. Additional information received reported that this ICD was returned for analysis after it was explanted due to an unspecified "observation/complication." No additional adverse patient effects were reported. Additional information received reported that this ICD was explanted and replaced due to reaching elective replacement indicator (eri). No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.